Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was not functioning. The insulin pump alarmed no delivery. Customer's blood glucose level was over 400 mg/dl. The alarm was resolved by changing the infusion set and reservoir. The customer changed the infusion set several times before calling. The device was not returned.